Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with an unexpected restart every time he changed the battery for the past month. Each time the alarm occurred the pump will default to factory settings. The patient's blood glucose at the time of incident is unknown, but the most recent blood glucose was 128 mg/dl. Troubleshooting was initiated for the unexpected restart. The customer confirmed that the alarm only occurs shortly after inserting a new battery, and that the pump had not been stored or out-of-use for an extended period of time. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed received with a21 alarm during a21 error test due to voltage leak. No cosmetic damage noted.